Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Initial source information was vague and lacked the details related to the severity of the regurgitation; an initial report was conservatively submitted due to the unknown severity of the regurgitation. Additional information was received to clarify the severity was moderate. Additionally, there was no treatment performed. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added e. Initial reporter first name updated e3. Initial reporter occupation updated additional codes updated; f12 and f1203 were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed due to aortic regurgitation of unknown severity. No treatment was provided. No additional adverse patient effects were reported. Additional information was received which indicated that the unspecified regurgitation was moderate in severity. No intervention was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed due to aortic regurgitation of unknown severity. No treatment was provided. No additional adverse patient effects were reported.